Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. After resetting, a time settings issue was reported, leading to further troubleshooting in another case. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support if the issue reappeared.